Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received battery alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was still not working properly after troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to flattened button dome switches. No unlocked lcd keypad connector was noted. Unable to perform all the functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests or verify the weak signal, failed battery or weak battery alarms due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, corroded battery tube and cracked battery tube threads.